Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for investigation. Therefore, one hundred (100) retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to damaged stopper as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode damaged stopper. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes had a broken cap causing interruption in collecting blood. The following information was provided by the initial reporter: the nurse was performing venous blood collection for the patient according to the operating specifications. When using the purple vacuum blood collection test tube for routine blood collection operations, when the blood collection needle was inserted into the blood collection test tube, the rubber stopper in the collector at the mouth of the blood collection test tube was damaged and broken, causing the operation to be interrupted.